Event description:
It was reported, that on an unknown date. A sales representative requested, that a driver be repaired. It is unknown, when the issue was observed. Upon manufacturer investigation, it was determined, that the contact plate was cracked, device ran intermittent in forward mode, discolored wires and vent, debris on barriers, rust on motor, rust on drive shaft, scrapping housing, due to patina damage around cam screw.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 05.000.008. Synthes lot: 005371, supplier lot: n/a, release to warehouse date: 15 may 2014, expiration date: 21 april 2034, manufactured by: synthes monument. No nonconformance reports (ncrs) were generated, during production. Review of the device history record(s) showed, that there were no issues, during the manufacture of this product and any sub-components. Which would contribute to this complaint condition. Service and repair evaluation: the customer reported, for repaired. The repair technician reported, that contact plate was cracked, device ran intermittent in forward mode, discolored wires and vent, debris on barriers, rust on motor, rust on drive shaft, scrapping housing, due to patina damage around cam screw. The cause of the issue is improper maintenance. The item will be repaired. Put through final inspection. And will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer. No design or manufacturing issues were identified. Therefore, it has been determined, that no corrective and/or preventative action is proposed.